Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2021. Eight days after the sensor was inserted, the patient had a rash of pimples under the sensor patch. The patient stated that she has a prior condition of atopic dermatitis/neurodermatitis. After developing the sensor patch reaction, the patient consulted a healthcare personnel (hcp) who created a compound ¿crema¿ to treat it, also taking into consideration her prior skin condition. The patient did not know the ¿crema¿ ingredients. At the time of the report the site was healing. No additional event or patient information is available.